Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32mm x 3.0mm, concentric target lesion containing a >=90 degree lesion bend was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.25x28mm promus element ¿ drug eluting stent was selected for use and advanced to treat the target lesion but was unable to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and tactile examination of the device found that the stent was damaged at the distal end. A strut was distorted and lifted upwards from its profile. No other issues were noted with the crimped stent. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).